Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Hemodialysis clinic patient care technician reported to technical support that a blood leak was detected during initiation of a hemodialysis treatment. The lines were clamped, blood leak strips tested positive for blood leak. The patients¿ blood was not returned, patient lost >100 ml of blood. The tubing circuit was placed in biohazard bag for the biomed. The machine, dialyzer and lines were changed and the patient was restarted on treatment. Additional information was solicited.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.